Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where all users were unable to login. A technical support specialist (tss) identified an internal issue where a job was failing to start due to the drive being reported as full, and after dialing into the server, confirmed that the extract transform load (etl) process was running correctly and that all drives had sufficient space. The tss verified that the job scheduler was functioning properly, cleared the dbo logs, and confirmed that no reports were scheduled for the facility, as the query returned no successful or failed records. When attempting to start the full, diff, and log backup jobs, an error occurred indicating that access to 'sys.xp_cmdshell' was blocked due to security configuration. The tss resolved this by reconfiguring and enabling xp_cmdshell on the dsserverreports instance, after which all jobs were started one by one and completed successfully to resolve the issue. The dsserverreports instance was then shrunk, and additional space was confirmed to be available on the g:\ drive. The user was advised of the findings and resolution, and subject matter expert and agent were informed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users had not been able to log in to the server and displayed an error message as "please correct the following before proceeding". Customer stated that the backup job failed to run, issue had affected all users, and unable to provide a user ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.